Manufacturer narrative:
Investigation summary: data analysis: console logs from the reported day of event show that after handshake between aic and rlm was established, frequently occurring messages ¿icm not ready for file receive¿ were logged. Ltlog and rtlog data indicates unreliable placement signal and low optical snr. Rlm journal shows frequent reboots of the rlm, intermittent connectivity to rlv, rlr, and rlfs, but mostly - frequent disconnections from the wifi access point. There were also multiple rlm journal entries suggesting possible malfunction of the site network equipment (access point), e.g.: kernel: wlan0: associating with ap with corrupt probe response. There was also evidence of microsd card corruption, e.g.: kernel: ext4-fs error (device (B)(6)): ext4_dx_find_entry:1771: inode #(B)(6): block 8: comm rlc: directory block failed checksum. Analysis of console (B)(6) data also revealed poor optical performance with pumps (B)(6), indicated by low snr and multiple placement signal not reliable alarms - unrelated to this complaint. Device analysis: console was tested at fs, and rlm connectivity failures were not reproduced. With a replaced microsd card, (B)(6) operated within specification. Optical parameters (5s) testing confirmed malfunction of the optical bench, evidenced by values of snr and contrast below specification. Further analysis of the optical bench ccd detector output revealed noise in the signal, causing failure of 5s spec. Root cause: reported connectivity issues of (B)(6) on (B)(6) were most likely due to site network/ap performance, but corruption of microsd card might have contributed to connectivity issues. Device history lot n/a. Device history batch, subcomponent name: microsd card (white), material number: 2000-0017, lot number: 2025514484, serial number: n/a. Subcomponent name: optical bench, material number: 0042-1012, lot number: 1554138, serial number: (B)(6). Device history review q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances in the most recent fsr before the complaint occurrence date which were related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Event description:
The complainant reported their automated impella controller (aic) could not update via impella connect.